Manufacturer narrative:
E1: patient city - (B)(6). Patient country - germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The detachment was from the site. The infusion set was in use for one-two days. No further information available.